Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump's alarm sound was not annunciating. And that the pump was not vibrating when alerts and alarms were declared. The customer's blood glucose level was 186 mg/dl. Reportedly, the customer will continue to use the pump. And has back up manual injections for continued insulin therapy.